Event description:
It was reported that balloon rupture occurred. The100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 20 seconds, the balloon was ruptured. The device was removed without any problem, and the procedure was completed with similar device. There were no patient complications reported, and the patient was in good condition after the procedure.